Event description:
Hosp advised that the rate changed spontaneously. Rate changed twice; it was set at 20cc/hr and changed to 1cc/hr; user reset it again to 20cc/hr and it changed to 10cc/hr. The user replaced the pump. There was no pt consequence.